Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the right ventricular lead integrity alert, the impedance on the rv (right ventricular) pacing lead was beyond the expected upper range, and oversensing due to non-physiologic signals/sic (sensing integrity counter). Beginning (B)(6) 2015, 3742 ventricular sensing integrity counts (sic); ventricular tachycardia (vt)-ns and high rate-ns detected episodes with lead noise oversensing. On (B)(6) 2015, rv pacing impedance spiked to 1178 ohms up from a trend in the 300-400 ohm range. Rv lead integrity warning occurred on (B)(6) 2015 for 2 or more high rate-ns episodes and sensing integrity counter (sic) greater than or equal to 30 in 3 days. (B)(4).

Event description:
It was reported that a lead integrity alert (lia) triggered for fast non-sustained ventricular tachycardia (nsvt), high sensing integrity counter (sic) and oversensed artifacts. It was noted that there was high right ventricular (rv) lead impedance and a possible fracture. It was suspected that there was a fractured conductor. One daily measurement also showed unstable pacing impedance. The tachyarrhythmia detection was going to be programmed off. The patient was hospitalized as a result of the event. The rv lead remains in use. No patient complications have been reported as a result of this event.